Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The suture detached from the needle when the surgeon tried to use it. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.